Event description:
During a acl repair a foreign body was found in the patient's knee. This is believed to be a result of a previous acl repair done on this patient. Was reported the surgeon removed the foreign body and completed the surgery.